Manufacturer narrative:
Additional information added to: d10. The customer¿s report that that the tubing ballooned along the silicone pump segment during priming was confirmed. The balloon (set 1) was located below the upper fitment¿s outlet port of the pump segment. Further visual inspection of set 1 under magnification found the walls of the silicone tubing segment to be concentric. Functional and pressure testing found no anomalies with the associated eight new sets. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing, or damage to the components. Functional testing was performed by spiking set 1 to a lab IV bag filled with blue dye water and repriming the set via gravity. The silicone tubing segment of set 1 was cut and inspected under magnification; the walls were found to be concentric. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the tubing ballooned along the silicon pump tubing segment during prime.a lthough requested, there has been no additional event information made available to date.

Event description:
It was reported that the tubing "ballooned", along the silicone pump tubing segment during priming. Although requested, there has been no additional event information made available to date.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing ballooned along the silicon pump tubing segment during prime.